Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer called to report that she had activated a new pod and her bgs were within range for the first 12 hours, but rose (up to 400mg/dl) over the next 12 hours. A correction bolus was administered which was ineffective at lowering her bgs. In addition, the pod had initiated an occlusion alarm. The pod will be returned for evaluation.